Event description:
It was reported that a patient underwent a lap hysterectomy procedure on an unknown date and absorbable hemostat was used. The surgeon had to bring the patient back to re-operate. The time between the initial operation and re-operation is unknown. The surgeon claims the re-operating was due to the use of absorbable hemostat powder because it was the only thing they changed. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? What was the date of index surgical procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What is the lot number? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? Why did the patient require a re-operation? Why does the surgeon believe that surgicel powder may have been linked to the cause of the reoperation? What was the time frame between the initial operation and the reoperation? Was there an alleged deficiency of the surgicel that contributed to the patient¿s re-operation? What is the patient¿s current status? . If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.